Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incarcerated recurrent incisional hernia in a laparoscopic repair. It was reported that after implant, the patient experienced small bowel adhesions, necrosis, submucosal vascular congestion, distention consistent with ischemia, small bowel obstruction, abscess, extensive adhesions, recurrent hernia, infection, pain, mesh erosion, mesh migration, infected necrotic abdominal wall, bowel adherent to mesh. Post-operative patient treatment included multiple surgical revisions, small bowel resection with primary anastomosis, lysis of adhesions, incision and drainage of abscess, explantation of mesh, repair of hernia with mesh, wound vac placement, and reconstruction of abdominal wall.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incarcerated recurrent incisional hernia in a laparoscopic repair. It was reported that after implant, the patient experienced inflammation, perforation, mesh eventration, small bowel adhesions, necrosis, submucosal vascular congestion, distention consistent with ischemia, small bowel obstruction, abscess, extensive adhesions, recurrent hernia, infection, pain, mesh erosion, mesh migration, infected necrotic abdominal wall, bowel adherent to mesh. Post-operative patient treatment included partial removal of mesh, medication, CT scan, cat scan, wound debridement, laparoscopic roux-en-y gastric bypass, placement of french blake and jp drains, jejunostomy, organ loss - omentum, multiple surgical revisions, small bowel resection with primary anastomosis, lysis of adhesions, incision and drainage of abscess, explantation of mesh, repair of hernia with mesh, wound vac placement, and reconstruction of abdominal wall.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incarcerated recurrent incisional hernia. It was reported that after implant, the patient experienced small bowel adhesions, small bowel obstruction, abscess, extensive adhesions, recurrent hernia, bowel adherent to mesh. Post-operative patient treatment included multiple surgical revisions, small bowel resection with primary anastomosis, lysis of adhesions, incision and drainage of abscess, explantation of mesh, repair of hernia with mesh, and reconstruction of abdominal wall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incarcerated recurrent incisional hernia in a laparoscopic repair. It was reported that after implant, the patient experienced small bowel adhesions, necrosis, submucosal vascular congestion, distention consistent with ischemia, small bowel obstruction, abscess, extensive adhesions, recurrent hernia, bowel adherent to mesh. Post-operative patient treatment included multiple surgical revisions, small bowel resection with primary anastomosis, lysis of adhesions, incision and drainage of abscess, explantation of mesh, repair of hernia with mesh, and reconstruction of abdominal wall. Relevant tests/laboratory data: (B)(6) 2015: op note stated a CT scan showed small-bowel obstruction. Pathology report of small bowel resection showed patchy areas of mucosal necrosis and sloughing with associated submucosal vascular congestion and distention consistent with ischemia (B)(6) 2016: op note stated a cat scan that looked like a recurrent incisional hernia with bowel stuck in it.

Manufacturer narrative:
Additional info: b2, b5, b6, b7, d4 (model #, catalog #), g4 (PMA / 510(k) #), h6 (patient codes, ime e2402: ileus, labs abnormal for wbc; hemoglobin; hematocrit; bun), <(>&<)> additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incarcerated recurrent incisional hernia in a laparoscopic repair. It was reported that after implant, the patient experienced inflammation, perforation, mesh eventration, small bowel adhesions, necrosis, submucosal vascular congestion, distention consistent with ischemia, small bowel obstruction, abscess, extensive adhesions, recurrent hernia, infection, pain, mesh erosion, mesh migration, infected necrotic abdominal wall, bowel adherent to mesh, ileus, labs abnormal for wbc; hemoglobin; hematocrit; bun, bacterial infections, old blood drainage, nausea, abdominal pain, ulceration of skin, skin breakdown, pocket of pus, fever, open draining wound, <(>&<)> electrolyte imbalance. Post-operative patient treatment included partial removal of mesh, medication, CT scan, cat scan, wound debridement, laparoscopic roux-en-y gastric bypass, placement of french blake and jp drains, jejunostomy, organ loss - omentum, multiple surgical revisions, small bowel resection with primary anastomosis, lysis of adhesions, incision and drainage of abscess, explanation of mesh, repair of hernia with mesh, wound vac placement, reconstruction of abdominal wall, diagnostic lap, hospitalization, antibiotics, IV fluids, pain medication, antiemetics, npo, <(>&<)> exploratory lap.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incarcerated recurrent incisional hernia. It was reported that after implant, the patient experienced small bowel adhesions, necrosis, submucosal vascular congestion, distention consistent with ischemia, small bowel obstruction, abscess, extensive adhesions, recurrent hernia, bowel adherent to mesh. Post-operative patient treatment included multiple surgical revisions, small bowel resection with primary anastomosis, lysis of adhesions, incision and drainage of abscess, explantation of mesh, repair of hernia with mesh, and reconstruction of abdominal wall.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent laparoscopic repair of incarcerated recurrent incisional hernia. The patient experienced multiple surgical revisions, small bowel adhesions, small bowel obstruction, small bowel resection, abscess, extensive adhesions, recurrent hernia, bowel adherent to mesh.